Event description:
It was reported that post stent graft placement for the treatment of restenosis of the right renal artery, the patient experienced pain on the right side and an angiography on the renal artery was performed and revealed bleeding at the distal end of the stent. It was further reported that due to improper placement of the stent, allegedly there was a hematoma at the distal end of the right renal artery. The current patient status was unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestream that are cleared in the us. The pro code and 510 k number for the lifestream are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and video were provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2023). Device not returned.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream that are cleared in the us. The pro code and 510 k number for the lifestream are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The field communications reported that the stent was released successfully during the operation and that the patient experienced the adverse affects seven days post procedure. No specific device failure mode was alleged. The result of the investigation is inconclusive for the reported patient bleeding due improper stent placement of the stent. The root cause for the patient bleeding due improper stent placement of the stent issue could not be determined based upon the available information received from the field communications, image and video reviews. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: indication for use. The lifestream balloon expandable vascular covered stent is indicated for the treatment ofatherosclerotic lesions in common and external iliac arteries. Contraindications: patients with uncorrected bleeding disorders; patients who cannot receive recommended antiplatelet and/or anticoagulation therapy; patients who are judged to have lesions that prevent complete expansion of the implant based onthe lesion morphology, the diagnostic angiography and/or lesion response during pre-dilation. Lesions in which the lumen diameter post balloon angioplasty is insufficient for the passage of theendovascular system. Lesion locations subject to external compression. Precautions. The device should only be used by physicians who are trained in endovascular procedures and arefamiliar with the complications, side effects and hazards of peripheral vascular interventions. Anatomical variances may complicate the procedure; use caution when advancing the endovascularsystem through tortuous or difficult anatomy. Prior to device use, refer to the covered stent sizing table on the label and read the instructionsfor use. Do not use if the delivery system cannot be properly flushed. Crossing the implant with catheters or other adjunct devices can result in covered stentdislodgement or damage. This device has not been tested for use in overlapped conditions with stents or covered stents from other manufacturers. Potential adverse events: potential patient/device adverse effects that may occur include, but are not limited to, the following: hematoma and/or bleeding at puncture (access) site; pain. Directions for use. 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter ofappropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vesseldiameter and lesion length. 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. 13. Advance the endovascular system over the guidewire into the introducer sheath. 14. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. 15. Slowly inflate the endovascular system balloon to nominal pressure, expanding the covered stent. Confirm complete expansion via fluoroscopic visualization. A 15 ¿ 30 second inflation time is recommended. Important: do not exceed the rated burst pressure of the delivery system. 16. After covered stent deployment, apply negative pressure to the balloon until it is fully deflated. Withdraw the delivery system while maintaining negative pressure with the guidewire remaining across the lesion. 17. Confirm optimal covered stent wall apposition using standard angiographic techniques. If the covered stent has not achieved full wall apposition, a post dilation with an appropriately sized balloon should be performed. 5-8 mm devices may be post-dilated with balloons up to 10 mm in diameter. 9-12 mm devices may be post-dilated with balloons up to 12 mm in diameter. H10: d4 (expiry date: 05/2023), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post stent graft placement for the treatment of restenosis of the right renal artery, the patient experienced pain on the right side and an angiography on the renal artery was performed and revealed bleeding at the distal end of the stent. It was further reported that due to improper placement of the stent, allegedly there was a hematoma at the distal end of the right renal artery. The current patient status was unknown.